Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the display looked broken up at the top and the issue blocked graphics and text. Customer's blood glucose was 271 mg/dl. Reportedly, customer continued to use pump for insulin therapy.